Event description:
Recall on dme product philips respironics dream station 1. Have bad sleep apnea and have to continue use. Developed a severe sinus infection with blood shot eyes, eye pain, and neck pain. Registered it on the philips website, but have not heard anything back from them.